Event description:
Caregiver states that seat on chair is starting to crack, unsure where on seat and that the legs are starting to bow out. No further information provided from the end user to the caregiver. Delivered to end user from the dealer 12/26/13.